Event description:
It was reported that the procedure was to treat lesion below the knee in an unknown vessel. When the 2.5mmx200mmx150cm armada 14 balloon was inflated to an unknown pressure, then the balloon started to lose pressure, although still looked inflated on angiography. The balloon was removed from the anatomy and tested outside the patient. The balloon help pressure at first, but slowly began losing pressure. There was no issue reported with the indeflator which was used for the rest of the case. It was believed that there was a crack or damage in the hub area of the device that contributed to the loss in pressure. A new armada 14 balloon catheter was used successfully for the rest of the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation which confirmed the reported complaint related to inability to hold pressure. Analysis confirmed the leaking of fluid from the y connector. It is likely due to a failure of the bond, allowing fluid to leak out the y connector. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.